Manufacturer narrative:
To date, information suggests that this lv lead was removed from service but has not yet been returned to boston scientific. The investigation is considered closed at this time. If new information were to become available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, this lv lead was returned to boston scientific. Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead had become dislodged and was removed from service through surgical intervention. There were no reported adverse patient effects beyond the need for early surgical intervention.